Event description:
It was reported that the "liner failed to engage within trident shell. After 6 attempts the liner half engaged, which led to difficulties in getting it out."

Manufacturer narrative:
Investigation in process. No additional info at this time.